Event description:
It was reported by service report that the motion interrupt pan would not stay up. No pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: the plastic around the bolts on the motion pan cracked and allowed the motion pan to move.